Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing leaking and elevated blood glucose levels while using the infusion sets. Patient used the insertion assist plus device to insert the infusion sets. Patient stated, her blood glucose levels have been above 150 mg/dl and up into the high 200's mg/dl. Patient's target blood glucose range is 80-110 mg/dl. Patient reported, she used the infusion device to correct her elevated blood glucose levels. Patient stated, she noticed wetness near her infusion sites that could indicate leakage. Patient reported, she did not notice a bent or kinked infusion set cannula. Patient stated, she noticed the issues the day after inserting the infusion sets. Patient reported, she often leaves her infusion sets in for 4 or 5 days at a time. Advised patient to change her infusion sets every 72 hours of use. Patient discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.